Manufacturer narrative:
Product event summary: analysis confirmed that the output connectors were broken. It was also found that the hanger assembly would not close all the way and was contaminated, and one case screw and the ring screw were contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial side port. The epg has been returned for repair. There was no patient involvement.